Event description:
Additional information was received that the patient is recovering from the procedure by taking dual antiplatelet therapy (dapt) and there is no further information of symptoms from the doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that in an attempt to treat a fistula, the solitaire was deployed from the ipsilateral middle cerebral artery (mca) but it could not be pulled out. The physician mentioned later that it would be better to collect the solitaire at that time. However, the solitaire was forcibly pulled in that state, the joint between the solitaire and the wire was separated and the solitaire was placed from the mca to the internal carotid artery (ica) top. It is thought that the cause was that the tortuosity of the ic's onset region made it difficult to transmit force and that it became entangled and hardened with the nbca. There is no plan at the moment to remove the solitaire stent. The solitaire and any accessories were prepared as indicated per the instructions for use (IFU).   The patient was undergoing surgery for solitaire stent retriever placement in the body. It was noted the patient's vessel tortuosity was strong.   Ancillary devices include a trak21 microcatheter and a vecta46 microcatheter.

Manufacturer narrative:
E: initial reporter/physician information not reported by region due to countries privacy protection laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.